Manufacturer narrative:
Lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the injector tip fractured during rod compression. When advancing to the final black mark, of the delivery system, a click sound was heard. However, on insertion, the rod would not wind. The surgeon removed the device from the eye and pushed the rod in again, but this fractured the injector. There was a delay in the surgery of approximately 2 minutes. The patient was not injured. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/8/2017. Device returned to manufacturer? Yes. Device evaluation: the sample was received inside a small container. The plunger was advanced and locked. Inspection a 10x microscope magnification was performed. No viscoelastic residue was observed inside the cartridge. The lens was stuck and broken at the cartridge tip and part of the lens was out through the crack of the cartridge tip. There was no damage on the plunger assembly. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.